Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information requested and received: did the device cut the tissue? Were open staples seen in the tissue? Or were open staples only seen in the device? Were there any patient consequences? Response: the device did not cut the tissue. It fired the staples the moment we closed the stapler, but didn't staple, just exposed the open staples before we squeezed to staple and cut. When we opened it to reposition, we saw that the clips had been fired. Some stayed in the tissue, but most were still open in the stapler. There was no consequence for the patient, but it was not used after that. We cut and stapled with another device. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photo shows tissue from top view and some staples that appears to be unformed on the tissue. The second photo shows a device with a green reload loaded from anvil area, several staples can be seen protruding of staples. It is possible that the condition of the reload is consistent with the device being partially activated. In addition, the reload belong lot # t5c222. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The device was discarded.

Event description:
It was reported that during an unknown procedure, the product did not staple. The staples were left open in the stapler.